Manufacturer narrative:
Medwatch sent to FDA on 09/17/2015. (B)(4). Concomitant therapies: juvéderm® ultra xc and juvéderm® ultra plus xc. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling, lumps, hardness, erythema and cellulitis¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform. Device labeling addresses the reported event(s) as follows: warnings: "as with all dermal filler procedures, juvéderm voluma® xc should not be used in vascular rich areas. Use in these areas, such as glabella and nose, has resulted in cases of vascular embolization and symptoms consistent with ocular vessel occlusion, such as blindness." "Treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." "Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery." Intended use/indications: ¿juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21.¿

Event description:
Healthcare professional reported after injection with a total of 4 syringes of juvederm voluma xc in the "upper cheek area, temple and above the hair line," the patient experienced "swelling, lumps, hardness, erythema and cellulitis" noticed seven days after injection. The patient's symptoms were treated with a "medrol dosepak and bactrim" the same day symptoms occurred. Healthcare professional mentioned that when they observed the patient about a week after prescribing the initial treatment, the reaction had "gotten worse" and "spread to the right side of the face." The healthcare professional observed "more swelling and erythema" than the prior office visit. One day later, the patient was prescribed cipro. The patient was concomitantly injected with juvederm ultra xc and juvederm ultra plus xc in the nasolabial folds and perioral area; the healthcare professional stated there was no issue with the areas injected with juvederm ultra xc and juvederm ultra plus xc since the reactions only occurred where the juvederm ultra xc was injected. This is the same event and the same patient reported under MDR ID #3005113652-2015-00532 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvederm ultra xc (lot # vb20a50160).

Manufacturer narrative:
.

Event description:
Additional information from the healthcare professional indicated patient received further treatments of prednisone, "clinda," hylenex, and incision and drainage due to the "copious amounts of pus." The patient received multiple rounds of hylenex and incision and drainage. Patient continued to develop additional firm nodules in the cheek area and other locations including a small nodule on the nasolabial fold. Patient was additionally complaining of itching and swelling and a firm nodule in the nasolabial fold. The first culture result was negative for staph and (B)(6) ; a second culture was performed, though the results are unknown at this time. This is the same event and the same patient reported under MDR ID #3005113652-2015-00532 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvederm voluma xc (lot#vb20a50160), also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 03/30/2016.

Event description:
Further follow up with the healthcare professional indicated that symptoms are still ongoing. The patient continues to be treated with additional sessions of hylenex and other unspecified antibiotics. The second culture that was performed was "negative." A third culture was done as well and also resulted in a negative result. During the original injection, patient was taking "diovan, ambien, potassium acetate, and procardia" concomitantly.